Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 07/16/2015. The fse found that the linear side bearings of the rinse block were faulty and were not allowing the probe wipe to move up and down and were causing the leak. The fse replaced the linear side bearings, which repaired the leak. The repairs were verified by the customer. (B)(6).

Event description:
The customer reported a bloody leak from the coulter hmx analyzer while cycling the instrument in open mode. The volume of the leak was about 1 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.